Event description:
The patient had presented to the hospital after receiving shock therapy. Noise had been detected, and inappropriate therapy due to oversensing. Multiple shocks had been delivered, and the device had reached eos. A revision is scheduled for february 27th to check the lead and replace the ICD.